Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the clip applier stopped working after two tries. It would no longer clamp and the wires broke. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The issue occurred when the surgeon attempted to clamp on the seal. Issue not related to the jaws remaining static/not moving when surgeon commanded movement. Issue not related to unexpected motion of clip applier while attempting to clip. Clip applier stopped working after two tries. It wouldn't clamp and the wires broke. They used a different clip applier. No videos or images available for review.

Manufacturer narrative:
The clip applier has been returned and evaluated by the failure analysis team. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing. The broken grip cable at the proximal end cause grip cable loose at the distal end.